Manufacturer narrative:
The initial report submitted to the agency stated that there was a procedural delay of 25 minutes and 22 seconds, which classified this event as reportable; however, it has been determined through further review of the log file for the system that the delay was only 2 minutes and 13 seconds. The delay is considered low risk and is unlikely to cause or contribute to an adverse event. This event is being canceled by the manufacturer. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Investigation conducted by procept biorobotics corporation confirmed that the event resulted in a procedural delay of 25 minutes and 22 seconds, which was not previously identified during the initial reporting of event. The aquabeam robotic system or aquabeam handpiece were not returned for investigation of this complaint. A review of the aquabeam robotic system confirmed the reported "e23 - motorpack error" message occurred during the aquablation procedure. In addition, "e23 - motorpack error" message was observed to have been generated as well. The total procedure delay was observed to be 25 minutes and 22 seconds, inconsistent with the initial information reported of less than 20 minutes. The errors were cleared and the procedure was continued to completion. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this aquabeam robotic system and aquabeam handpiece related to the reported event. The review indicated that the system and/or handpiece met all required specifications upon release for distribution. A review for similar complaints confirmed seven (7) similar events have been reported across all lots. The aquabeam robotic system user manual, um0104-00 rev. F, states the following under table 5 system detected errors and faults: "e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." "E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." The reported "e22 - motorpack error" message was confirmed during log file review. In addition, "e23 - motorpack error" message was also observed during the log file review. The root cause of the reported event could not be determined due to the inability to physically investigate the aquabeam handpiece. The procedure was successfully completed once the errors were troubleshooted by following instructions as indicated in the aquabeam robotic system user manual.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" message was generated by the aquabeam robotic system, causing a procedural delay of over 25 minutes. The error message was cleared by performing troubleshooting between the aquabeam handpiece and aquabeam motorpack. The procedure was continued to successful completion. There were no adverse consequences to patient's health.